Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes therapy consultant reported via email that the customer was hospitalized 2 years ago with a blood glucose level of 800 mg/dl due to the insulin pump. Customer discontinued using the pump due to hospitalizations from the pump. Customer has been off the pump for 3 years now. Customer went to the emergency room for high blood glucose on (B)(6) 2013. Customer's blood glucose was 800 mg/dl at the time. Customer felt dizzy, confused, messed up, and was shaking. Customer's chest started to hurt and she had diabetic ketoacidosis. Customer was hospitalized for 3 days and released when her blood glucose was normal. Customer was told by the doctor to not use the pump anymore. Customer was wearing the pump at the time. Customer is on manual injections now. Customer mentioned that she was also hospitalized for a high blood glucose level on (B)(6) 2015. Customer was in a coma for 15 hours and her blood glucose was 1000 mg/dl. Customer was not on the pump and was off the pump 2 years prior.